Manufacturer narrative:
(B)(4). G2. Report source: finland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that due to a labeling issue a wrong item in box was received and later implanted. The surgeon stated that they implanted what they thought was a standard 0mm as stands in package, but it looks from post-op x-ray that a 6mm was implanted instead. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Although no product has been returned or any photographs provided, it has been possible to confirm this complaint based on the other complaints received for this item and lot combination. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed. The root cause of the reported issue is attributed to manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.